Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported his sensor readings are inaccurate. There are large gaps between the meter blood glucose and the sensor reading. Customer stated the differences are upwards of two hundred points pretty regularly. He has changed sensors due to electrodes coming out. He receives sensor errors and the isig is usually below 10. He receives low alerts, but his blood glucose will be 200 mg/dl. He receives high alerts, but his blood glucose will be 120 mg/dl. Customer has no sensors left to perform troubleshooting. Customer was advised to monitor the issue and call back if the issue recurs. Nothing further reported.